Event description:
Device was returned for service. During service, technician found the motor has an uncharacteristic noise. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the motor was defective, below normal rotation due to an oxidized electrical rotor causing it to make an uncharacteristic noise. The motor was rough running, blocked and seized attributed to improper care and maintenance. The device was repaired and returned to customer on (B)(4) 2013. This complaint is indeterminate. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.